Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Nielsen-kudsk, j. E., andersen, a., kramer, a., eskildsen, v., tiroke, l., moller jensen, j., ... & korsholm, k. (2024). Left atrial appendage closure: what is fabric edge leak and how can it be treated?. Cardiovascular interventions, 17(19), 2312-2314.

Event description:
Reported via journal article: it was reported that the device did not seal. A novel method to treat fabric edge leak by intradevice plugging using a non-boston scientific plug was performed. Among more than 700 consecutive watchman flx cases, 7 patients were diagnosed with substantial fabric edge leak from routine follow-up cardiac computed tomography. Leak closure was performed in local analgesia guided by intracardiac echocardiography from the left atrium and fluoroscopy. There were no complications. On computed tomography follow-up, 4 patients had complete leak closure, whereas 3 had contrast in the distal laa without visible gaps/leaks.